Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the fenestrated bipolar forceps instrument did not malfunction when used during last procedure. Also, there was no report of any unintended energy discharged during the last procedure.

Event description:
It was reported that after an abdominoperineal resection (apr) da vinci-assisted surgical procedure, the fenestrated bipolar forceps (fbf) instrument had a broken wire. The procedure was completed with no patient harm.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a frayed grip cable at the distal end. The frayed cable strands stuck out of the wrist. Further evaluation of the instrument found that it had charring and localized melting at the base of the yaw pulley near the grip. As a result, the electrode was exposed. The instrument grips were manually manipulated, and the instrument passed the electrical continuity test on three out of three attempts. In addition, the instrument was found with an excessive amount of dried residue around the clamping pulley cable grooves. The complaint was confirmed by failure analysis.